Manufacturer narrative:
Date of event is unknown. Date of explant is estimated. During processing of this incident, attempts were made to obtain complete event, patient's weight and device information.

Event description:
It was reported patient underwent a surgical intervention sometime in 2023 wherein the entire drg system was explanted due to an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.